Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: weight to the spec and opening curved on anterior. A visual and microscopic analysis was performed which identified striated opening on anterior, non-penetrating nicks and creases fold. Based on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: pain.

Event description:
Healthcare professional reported "generalized pain". The device was explanted. This record is for the left side.